Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device encountered sluggish performance. Nursing staff reported delays and lag between transaction steps, including medication selection and drawer opening, which affected processing speed during routine use. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that database errors had resulted in dump files being generated, which caused the system performance to slow down. The technical support specialist (tss) troubleshot the windows (operating system) files and monitored the device to ensure that the database corruption did not worsen. The customer confirmed that the device was no longer experiencing sluggishness. The system functioned after the technical support specialist troubleshot the device.